Event description:
I had dow corning implants put in and they immediately started encapsulating; my health has slowly deteriorated over years, then in 2017 I had an accident and the gel pushed through the muscle leaking silicone into my system. In addition, I breastfed my son and he consequently has inflammatory disease onset. I have been deformed and debilitated for over a decade and have need of explant asap due to possible cancer, as well as the pain I'm enduring in my whole body. FDA safety report ID# (B)(4).